Manufacturer narrative:
Investigation summary: a review of the complaint history, instructions for use(IFU),documentation, device history record, quality control, manufacturing instructions and trends were conducted during the investigation. The product was not returned to assist in the investigation; however, images were supplied showing a radiograph of the bulging tubing inside the patient, and the bulge in the tubing following removal of the catheter. The physician noted that bulging occurred in the distal catheter, near the pigtail, and that the catheter may have been clogged and crusty. The instructions for use states that catheters should be irrigated regularly to ensure function. There was no evidence to suggest that this device was made out of specification. Additionally, a document based investigation evaluation was performed. A review of the device history record of the finished product showed no nonconforming events that would contribute to this failure mode. A review of the subassembly device history record showed several non-conformances; however all non-conforming product was scrapped prior to final processing. It should be noted there were no other reported complaints for this lot number. Potential factors that could have led to this failure are the catheter was not adequately irrigated to prevent encrustation or occlusion, the composition of the urine in the kidney was prone to encrusting the lumen of the catheter. However, based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the ultrathane mac-loc locking loop multipurpose drainage catheter, which was employed in the patient's kidney, was bulging at the distal end of the drain, near the pigtail loop. The catheter was very difficult to remove from the patient as a result. The operator felt as if the drain was clogged and crusty. However, no patient adverse events or additional procedures were reported. The device is reportedly unavailable for return.